Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer was changing their infusion set when they accidently programed 80 units of insulin to be delivered in their body causing the low blood glucose. The customer was not hospitalized. The customer checked their blood glucose level every 30 minutes until their blood glucose were at normal levels. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.